Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Further information has been requested of the initial reporter regarding: implant date and additional patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported events as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "confirmed hiatel hernia and h. Pylori." Device was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 09-aug-2017. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Brown discoloration was observed on the port septum, band ring, shell, and band tubing. Needle marks were observed on the port septum. A fill inspection test was performed and noted no blockage. A leak test was performed and no leakage was observed. A small piece of the belt was missing from the band. Under microscopic analysis, the buckle, band tubing, port tubing and port tubing junction were noted to have a surgical end cut, consistent with device removal.